Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and left ventricular (lv) lead exhibited high pacing impedance measurements of 2,138 ohms via remote monitoring daily measurements. It was reported the lv lead was inserted into the right atrial (ra) port on this device. The lead was tested in office and displayed a pacing impedance of 1,890 ohms. Pacing threshold measurements were 1 volt at 0.5 milliseconds. The lead planned to be monitored through remote monitoring. No adverse patient effects were reported.